Manufacturer narrative:
No device return anticipated as the hospital is refusing to return. Concomitants: 02-010-03-0225 - logic cr femoral cem, left sz 2.5, 4726433; 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, 4463789; 02-012-47-2509 - logic cr tib insert std, sz 2.5, 9 mm, 2121452; 200-02-29 - three peg patella 29mm, 4668232. Recall: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 66 yo female patient, initial right hip implanted on (B)(6) 2017, was revised on or about (B)(6) 2022, approximately 4 years 9 months post the initial procedure. The md requested poly swap due to recall. The patient was last known to be in stable condition following the event. The device is not returning as the hospital refused to return.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported. B5: initial hip implanted was the left hip.

Event description:
No additional information.